Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID# (B)(4). Discarded by facility.

Event description:
It was reported that during a coronary orbital atherectomy procedure, a dissection occurred while using a csi orbital atherectomy device (oad). The target lesion was 95% stenotic and was located in the right coronary artery (rca). The physician used a 6fr introducer sheath and al guideliner guide catheter to access the lesion. A csi guide wire was advanced across the lesion and the oad was loaded onto it. The physician performed one run at low speed for 25, but post-atherectomy angiography revealed a flow limiting dissection in the rca. The physician removed the oad and advanced a balloon across the dissection. The balloon was inflated in an attempt to resolve the dissection. A stent was then placed across the dissection to successfully resolve it. The patient status remained stable throughout the procedure. Three requests for additional information have been made, but none has yet been received.